Event description:
The customer reported that during a hepatitis core assay, a sample barcode was read as "000fj13197" instead of "003gv16697". Another sample barcode was read as "000fj13198" instead of "003gv16698". Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.